Event description:
It was reported that a wire break occurred. The 10mm x 2.75mm in diameter, 85% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A rotawire drive was selected for coronary artery stent implantation. During the procedure, the distal tip got stretched and appear abnormal. Upon withdrawal, the wire got broke. The device was removed completely outside the patient. The procedure was completed with another of same device. There were no complications reported, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation results: media review: the media attached to the parent record shows the device packaging bag and hoop but does not show any evidence of the reported issue. Device analysis findings: during visual and microscopic inspection, it was noted that the spring tip was observed bent and stretched. The total length of the guidewire was measured from the distal end to the proximal end, in accordance with the applicable drawing, to verify compliance with the specified requirements. The overall length was between the specification established on the drawing, and no sign of fracture or detachment could be found. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to procedure. Analysis of the returned device concluded that the spring tip was bent and stretched. These failures can be attributable to an excessive force applied to the device during procedure, as well as operational factors such as handling or technique at the moment to manipulate the device, causing the observed damages. Furthermore, batch record review concluded that no manufacturing deviations were identified during the manufacturing process. Therefore, adverse event related to procedure is selected as the cause code for the reported issue and additional failure. To conclude, regarding the reported issue of guidewire fracture. Analysis of the returned device concluded that no issues could be found that can be attributable to this issue. Therefore, device problem excluded is selected as the cause code for the reported issue.

Event description:
It was reported that a wire break occurred. The 10mm x 2.75mm in diameter, 85% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A rotawire drive was selected for coronary artery stent implantation. During the procedure, the distal tip got stretched and appear abnormal. Upon withdrawal, the wire got broke. The device was removed completely outside the patient. The procedure was completed with another of same device. There were no complications reported, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). The device was not returned for analysis. However, an analysis was concluded based on the media attached to the parent record showed the device packaging bag and hoop but does not show any evidence of the reported issue.